Manufacturer narrative:
A device history record review confirmed that the device met all material assembly and performance specifications. Inspection of the returned device found no anomalies to the device, there was no coating peeling at the distal tip. The report event was not confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirements of a reportable event for the device in question.

Event description:
During preparation it was noted that the coating was peeling from the device. There was no patient involvement.

Event description:
During preparation it was noted that the coating was peeling from the device. There was no patient involvement.